Manufacturer narrative:
Product complaint # (B)(4) additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: due to this event, there were no injuries to the patient or medical staff. The product was removed and replaced with an alternative product. There is currently no problem with the patient¿s condition. It was found during use that there had been a slit, which was like cut by a utility knife, to the drain. Product code 2227. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. "Did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? Unk was the j-vac reservoir used on the patient? Unk was the new j-vac reservoir placed surgically during a second procedure? The event was found during use on the patient. Could you please provide the lot number? Unk. Could you kindly perform and document the follow-up attempt for the product return the device has been received at sukagawa and will be shipped. Please check rmao. Please provide the source or name of person providing answers to follow-up questions: (B)(6). Where was the tip of the drainage tube located? Unk how was the drain secured? Unk what was the date of first activation? Unk how was the product function verified following the first activation? Unk who monitored the drainage and how often? Unk when was the malfunction first noted? Unk was leakage detected? If so, where? Unk was breakage noted? Unk if yes, were there any precipitating factors leading to the drain breakage? Unk was another product used? Unk could you please provide the lot number? Unk. Could you kindly perform and document the follow-up attempt for the product return? The device will be shipped. Please provide the source or name of person providing answers to follow-up questions: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2026 and a drain was used. It was found during use that there had been a slit, which was like cut by a utility knife, to the reservoir. The hospital requested an investigation because it is unknown whether this issue was caused by the manufacturer or the hospital. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 h3 evaluation complaint sample review : one complaint sample of drain without any trocar was received for evaluation, product was checked visually and found that the tubing area had a deep crack. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review : not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review : not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.